Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a male patient while in the cath lab. The physician inserted the iab-05840-lws via left femoral without issue. After approximately 46 hours of intra-aortic balloon pump (iabp) therapy, the pump alarmed high pressure. The nurse then observed blood in the helium gas line. As a result, the intra-aortic balloon (iab) was removed immediately; large amounts of blood were observed in the helium gas line and in the iab. There was not another attempt at the procedure because the patient had recovered enough to go off of the iabp therapy. There were no pumps strips generated. There was a delay or interruption in iabp therapy with no harm to the patient noted. There was no report of patient complications or injury. No medical/surgical intervention was required. Additional information received on (B)(4) 2013 from the sales representative stated the unit manager of the cardiac care unit and the cath lab made the statement that the device did not cause or contribute to the patient's death that occurred approximately one week after the event. The sales representative also stated that the patient expired from a massive lung mass.